Event description:
It was reported that there was difficulty with advancing the groshong PICC throughout the sleeve of the catheter. Once it was connected, the user was unable to get ¿back flow¿ and was unable to infuse. The catheter was cut and a repair kit was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to flush the sample was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong connector. The sample was received assembled. A segment of catheter was visible within the clear silicone over-sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Bubble movement within the extension tubing indicated the occlusion was located in the vicinity of the connector junction. Following connector disassembly, inspection of the distal segment revealed a fragment of catheter compressed within the bore. Following longitudinal bisection of the distal segment, microscopic inspection of the compression sleeve revealed that it had been advanced too far into the narrow region of the bore. Catheter material was bunched and folded within the sleeve. Catheter material was bunched and compressed proximal of the compression sleeve. The observed connector occlusion was caused by catheter folding and compression within the compression sleeve. The position of the compression sleeve and the amount of catheter material proximal of the sleeve indicated that the catheter had been inserted too far past the sleeve during catheter/connector assembly. That over-insertion caused the catheter to compress and fold, forcing the compression sleeve too far into the narrow region of the connector bore. The product IFU states ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ a lot history review (lhr) of rebx0823 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that there was difficulty with advancing the groshong PICC through the sleeve of the catheter. Once it was connected, the user was unable to get ¿back flow¿ and was unable to infuse. The catheter was cut and a repair kit was used.